Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unspecified injury as a result of the defect. The manufacturer was made aware of this complaint through a representative of the customer. No other information has been received, however, if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/08/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected foam particles not observed. The device passed all tests, and device was contaminated by dirt/dust. Additionally, the device was corrected. Section g3 and h6 have been updated in this follow up report.